Event description:
Dealer advised unit not keeping a steady oxygen level; goes from 90 percent and then drops down to 40 percent with no alarm, rental unit, no injury, dealer could not provide any further information.